Event description:
It was reported that difficulty was encountered when attempting to deploy the stent in the left main. The balloon would not deflate fully. No pt injury was reportedly associated with this event.

Manufacturer narrative:
Eval summary (follow-up #1): qa analysis of the returned device revealed that the device was returned with the balloon partially inflated. The balloon was pressurized to 6 atm and tested for deflation times. The deflation times were within spec. A pinhole rupture was found in the distal tip of the balloon. Quality engineering reviewed the mfg data and found no info that may have led to the pin hole rupture. The appearance of the "aneurysm" in the balloon was most likely caused by the balloon rupturing below the c-flex. This can potentially create an abnormal, possibly large inflation. The balloon deflation difficulties can result from the ruptured balloon collapsing over the deflation lumen while under negative pressure. This will obstruct the direct path for the contrast to exit. If the balloon has ruptured under the c-flex, typically the contrast will escape through the distal tip of the catheter. This will occur because there is no bond between the c-flex and the balloon at the distal tip. However, in some instances, the c-flex will not release the contrast. This can potentially occur if the c-flex prolapses on itself as a result of the rupture (creating rupture induced bond) or possibly the c-flex and balloon material creating a tight fit when the contrast contacts the pe balloon material and the c-flex. Engineering and pre-clinical depts performed heart modeling in an attempt to simulate this failure. In this in-house testing, the balloon rupture and proximal inflation of the c-flex was observed. However, all units deflated adequately when negative pressure was applied. A review of the device mfg records did not reveal any non-conformities which could have contributed to this complaint. No corrective action will be taken. Balloon rupture, with subsequent deflation difficulties, is a rare occurrence. This product issue will continued to be monitored. This MDR is considered closed by the qa dept.